Manufacturer narrative:
Upon investigation we found that the cord had been severed by an external source. Our investigation also shows the sparking occurred as the cord was severed.

Event description:
Customer called and reported the pad sparked and burned a hole through her comforter.